Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The device was returned to third party service center. The service center reports that the device cannot be powered on and the unit's power connector is corroded with corrosion on metallic surfaces found at evaluation. In addition, unit scrapped.

Manufacturer narrative:
The device was returned to third party service center. The service center reports that the device cannot be powered on and the unit's power connector is corroded with corrosion on metallic surfaces found at evaluation. In addition, unit scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.